Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up visit, the patient complained of having dizziness, and discomfort. When this implantable device was interrogated, it displayed a security (safety mode) message. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A good faith effort will be submitted for return request.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a routine follow-up visit, the patient complained of having dizziness, and discomfort. When this implantable device was interrogated, it displayed a security (safety mode) message. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.